Manufacturer narrative:
It was reported the "cuff itself is not inflating. It is leaking." According to the customer, "there is nothing wrong with the monitor, only the cuff". No injury, medical intervention, serious injury, or follow-up care has been reported.

Event description:
It was reported the "cuff itself is not inflating. It is leaking."